Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic hysteroscopic uterine myomectomy procedure, the user noticed a deformed loop wire at the distal end of the hf resection electrode while resecting the myoma. Therefore, the user bent the loop wire multiple times and continued to use the hf resection electrode. The loop wire then broke off and fell inside the patient. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was successfully completed with another hf resection electrode and there was no report about an adverse event or patient injury.

Manufacturer narrative:
Additional information: device manufacture date 07.12.2017. Device evaluation: the suspect medical device was not returned to the manufacturer for investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2018-04-16). The evaluation/investigation confirmed that the hf resection electrode is damaged. The loop wire at the distal end is broken off completely and the fork tubes are bent. The cause of this damage and the breakage of the loop wire is mechanical overload by the application of excessive force. Therefore, this event/incident was attributed to use error. The case will be closed from olympus side with no further actions. However, the reported event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.